Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 476 mg/dl. The customer treated with bolus. Customer's blood glucose value was 227 mg/dl at the time of the call. Recent high bg event began (B)(6) 2017. During troubleshooting found the customer has not been blousing with the pump, assisted with how to bolus with the pump, customer stated that no one ever told her that. She will bolus with the pump and follow up with health care provider.